Event description:
A ophthalmic surgeon reported that, during intraocular lens (iol) implant procedure, the plunger was firmly attached to the iol. When attempting to retract the plunger, the iol ruptured. Was the surgery completed with a replacement lens. There was patient contact involved and the patient was not hospitalized. Additional information was requested.

Manufacturer narrative:
Product manufacturing site updated due to receipt of new information received regarding the product. The product was updated. Manufacturer report number corrected and reported under 1119421-2022-02321 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9. And h.3. Corrected information provided in d.9. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported that, during intraocular lens (iol) implant procedure, the plunger was firmly attached to the iol. When attempting to retract the plunger, the iol ruptured. The surgery was completed with a replacement lens. There was patient contact involved and the patient was not hospitalized. Additional information was requested.